Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that while loading a patient on a cot into the ambulance, the cot leaned to one side, a loud noise was heard and the cot dropped. The emt that was standing to the right of the cot when loading used his hand to control the cot , however the cot dropped a few inches onto the emt's hand. The emt had x-rays done to confirm that the hand was not broken. The emt's hand was placed in a splint for 4 days. The emt alleged numbness in his hand after the event and still had numbness in his thumb the day after. The emt missed several days of work as a result of the event. There was no injury to the patient as a result of this event.

Manufacturer narrative:
A visual and functional inspection identified that the event was caused as a result of user error where the power-pro cot was loaded off-center which caused the unstable cot leading to the tip.

Event description:
It was alleged that while loading a patient on a cot into the ambulance, the cot leaned to one side, a loud noise was heard and the cot dropped. The emt that was standing to the right of the cot when loading used his hand to control the cot , however the cot dropped a few inches onto the emt's hand. The emt had x-rays done to confirm that the hand was not broken. The emt's hand was placed in a splint for 4 days. The emt alleged numbness in his hand after the event and still had numbness in his thumb the day after. The emt missed several days of work as a result of the event. There was no injury to the patient as a result of this event.

Event description:
It was alleged that while loading a patient on a cot into the ambulance, the cot leaned to one side, a loud noise was heard and the cot dropped. The emt that was standing to the right of the cot when loading used his hand to control the cot , however the cot dropped a few inches onto the emt's hand. The emt had x-rays done to confirm that the hand was not broken. The emt's hand was placed in a splint for 4 days. The emt alleged numbness in his hand after the event and still had numbness in his thumb the day after. The emt missed several days of work as a result of the event. There was no injury to the patient as a result of this event.